Manufacturer narrative:
(B)(4). Awaiting additional information to determine if sample will be returned. A complaint investigation will be performed. Unknown if complaint product will be returned for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device status unknown.

Event description:
The tulip is disengaged from the screw core. The material was removed from the patient.